Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a routine tube extubation from the patient, the cuff could not be deflated. The tube was required to be cut off and the valve of the pilot balloon was found missing. The customer reported that there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed that the inflation line is cut and the pilot balloon was not received. An inflation/deflation test was performed, air was applied to the cuff and it was observed that the cuff could be inflated and deflated without restriction. If information is provided in the future, a supplemental report will be issued.